Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
Primary procedure, left knee. Patient was trailed for a size 5 baseplate, which covered the tibial cut. After using the guide to punch the 4 press-fit peg holes, the implant was placed and did not cover the tibial cut though the pegs fit into the holes set by the guide. Surgeon decided that as the implant was stable with no movement, there would be no patient harm by leaving the implant in. Surgery was completed successfully with no delays.

Manufacturer narrative:
An event regarding size/fit issue involving a tritanium baseplate was reported. The event was confirmed through the photograph provided. The reported device was not returned however a photograph was provided for review. The photograph was taken intraoperatively and indicates that the implant has been placed, however it is not covering the tibial cut. It appears well seated on the bone indicating that the pegs fit into the holes set by the guide. The lot number ctd18417 is also evident confirming that this is a size 5 baseplate. No medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. It is reported that patient was trialed for a size 5 baseplate which covered the tibial cut. After using the guide to punch the 4 press-fit peg holes, the implant was placed and did not cover the tibial cut though the pegs fit into the holes set by the guide. Surgeon decided that as the implant was stable with no movement, there would be no patient harm by leaving the implant in. Surgery was completed successfully with no delays. It is reported that the surgeon felt post op that sizing was ok and that surgical outcome was good. The poor fit is confirmed by the photograph provided, however, the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, left knee. Patient was trialed for a size 5 baseplate, which covered the tibial cut. After using the guide to punch the 4 press-fit peg holes, the implant was placed and did not cover the tibial cut though the pegs fit into the holes set by the guide. Surgeon decided that as the implant was stable with no movement, there would be no patient harm by leaving the implant in. Surgery was completed successfully with no delays.